Manufacturer narrative:
Reported event: customer reported gauges in retractor (found in cpd). Device evaluation and results: device evaluation was not performed and the patella retractor event was not confirmed. Device history review: review of the device history records indicate 99 devices were manufactured and inspected on 02-09-2017 with no reported discrepancies. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding the patella retractor. There have been no other events for the referenced part number that can be confirmed. Conclusions: no product inspection could be completed due to the product not being returned. Per (B)(4), preventive maintenance identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. No additional investigation or specific actions are required. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time.

Event description:
Gauges in retractor (found in cpd). Case type: no associated procedure. Can we please confirm how and when the retractors became damaged? During the procedure or in cpd? As per the mps: "I cannot say exactly when they were damaged since they were found in cpd, but my best guess is during the procedure due to the impact of the saw".

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Gauges in retractor (found in cpd). Case type: no associated procedure. Can we please confirm how and when the retractors became damaged? During the procedure or in cpd? As per the mps: "I cannot say exactly when they were damaged since they were found in cpd, but my best guess is during the procedure due to the impact of the saw".